Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 10-dec-2029, UDI#: (B)(4) ; product ID: 977c165, serial/lot #: (B)(6), ubd: 10-dec-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient (pt) with an implanted neurostimulator (ins). It was reported that pt called into healthcare provider (hcp) stating drainage was on the bedsheet. Hcp ordered lab cultures to determine if it is an infection. Hcp stated cultures may take 3 days to come back which is when they will update the rep on results and plan of action. The issue is still on going. The rep noted they would submit any new information when they become aware. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the cultures for infection indicated mrsa. Hcp plans to explant the system next week, but date has not been confirmed yet.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial#(B)(6) implanted:(B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the rep confirmed the system was explanted (B)(6) 2026. Customer was advised devices should be returned, however customer discarded.